Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® luer-lok¿ access device, blood leakage was seen with five devices resulting in recollection. No adverse impact was reported regarding the patient or user.